Event description:
Customer reported ldx printer power cord was smoking, possibly from where the parts connect to the black box. They had an electrician come out and inspect the power outlet and it was determined to be functioning properly.

Manufacturer narrative:
Investigation pending.